Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. The cause for the cardiac perforation and subsequent death could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During a bi-ventricular lead implant, a cardiac perforation and subsequent death occurred. The patient had a right atria (ra) and right ventricular (rv) laser lead extraction on (B)(6) 2015. The following day, a new ra and rv lead were implanted successfully. The livewire cannulator followed by the cps direct sheath was used for cannulation of the coronary sinus (cs) for the left ventricular (lv) lead. The cps direct sheath moved and re-cannulation of the cs was performed and at that time a perforation was noted by fluoroscopy. The livewire cannulator and cps direct sheath were removed and the crt-d was placed in the pocket with the lv lead port plugged for future use. The patient became hypotensive and a transoesophageal echo verified a cardiac perforation for which a pericardiocentesis was performed. Surgical repair was required and an epicardial lv lead was also placed during the procedure. It was reported the patient later expired and no additional details are available at this time.

Event description:
Laser lead extraction and re-implant occurred on the same day.